Event description:
It was reported that customer saw cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with guidance, confirmed that error message did not return, and then successfully started new sensor session.